Event description:
It was stated that the customer experienced high blood glucose levels as high as 300 mg/dl. The mother performed troubleshooting and stated that the insulin pump passed the prime test. However, the insulin pump did not pass the high pressure test. The insulin pump did pass the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.